Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that the pump gave multiple ¿pump not filled¿ messages. The reporter stated that the battery was replaced and the cartridge was refilled and loaded, but that after 10 to 20 minutes the same message would recur. The reporter also indicated that the pump was not recognizing the cartridge during the load step. It is unclear at this time if there was a load step malfunction or a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2014 with the following findings: a review of the black box showed multiple ¿loss of prime¿ warnings on (B)(6) 2014. The returned cartridge cap was used to complete investigation. The pump powered on and successfully performed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised on a 24 hour duration test with no errors, alarms or warnings occurring. The complaint of a prime issue could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.